Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in used condition. The keypad and labels were intact. The investigator performed three separate delivery accuracy tests. There was no evidence in the event log that supported the user's complaint (over delivery). The customer's concern regarding the failed accuracy was confirmed following accuracy testing. The values of the test were as follows: +6.75%, +3.75%, and +6.16%. These values were all outside the internal specification of +/-3.0%. Two of the values were outside the published customer specification of +/- 6.0%. The over delivery occurred because the expulsor was out of calibration. The expulsor was replaced and calibrated as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical pump had failed accuracy by +9.75%. This issue occurred during testing and there was no patient present at the time of the event. There was no reported adverse events.